Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the alert was programmed off.

Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low impedance on the left ventricular lead. The clinic is aware of the low impedance on the lead in that vector. The lead remains in use. No patient complications have been reported as a result of this event.